Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, patient received multiple secure sense alerts. Non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made; device remains implanted. Patient condition was good.